Event description:
After removal of calcification and sizing of the aortic annulus, a patient with severe aortic stenosis, calcification and 3-vessel coronary artery disease underwent a CABG and implantation of a 21 mm regent mechanical heart valve. After passing all the sutures from the annulus and sewing cuff, the valve holder was removed. During the tie down, one of the leaflets dislodged to the left ventricle and could not be found. The valve was explanted and replaced with another valve.

Manufacturer narrative:
The results of this investigation concluded one leaflet was dislodged in the returned 21 mm regent mechanical heart valve. There was no evidence of material defect in the carbon coating that may have caused or contributed to the leaflet dislodgement. Rather, the leaflet dislodgement was caused by some external force applied to the valve which overstressed the carbon material. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest there was an intrinsic defect in the valve, as supported by the review of the device history record and by the analysis performed. The cause of the reported event remains unknown.